Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support. Unable to perform occlusion test, prime test and excessive no delivery test due to a33 alarm. No rewind anomaly noted during testing. All operating currents are within specification. The insulin pump passed displacement test, self-test, off no power tests and a21 error test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window. The insulin pump was missing the end cap sticker and drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin squirts out of the insulin pump during manual prime. The customer's blood glucose reading was 266 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and the pump was stuck in the rewind loop. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.